Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) showed electrical test fails code # 50 on the user interface. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and observed compressor motor would not startup during self test of the machine. Pump assembly is suspected faulty. The problem was rectified by replacing the spares successfully. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (component code), h10. The getinge field service engineer (fse) replaced the pump assembly to address the reported issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: e1(event site telephone: (B)(6)). Additional information: e1(event site state: (B)(6), event site postal code: (B)(6)).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) showed electrical test fails code # 50 on the user interface. There was no patient involvement, and no adverse event reported.